Manufacturer narrative:
Model number/catalog number 720185-01, serial number null batch/lot number 1000264905, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced scrotal pain near the inflatable penile prosthesis (ipp) pump. A revision surgery was performed in which the existing device was removed and a new tactra penile prosthesis was implanted. There were no device malfunctions associated with the explanted device. The patient was expected to fully recover following the procedure.